Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. It was found that the patient query was turned off, causing the unit to not save patient data. The technician turned the patient query on and recertified the ventilator.

Event description:
The customer reported that the ltv 1150 vent resets to default mode after settings are saved. There is no information regarding patient involvement associated with the reported event.